Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Event description:
The customer reported the mx40 telemetry device displays a speaker malfunction error message. The mx40 was in use monitoring a patient so the biomed was unable to test the device. The remote service engineer (rse) recommended the biomed to switch out the possible defective mx40 off the patient and perform a factory reset on the module and then run a patient simulator on the device to determine if any sound is coming from the speaker. Biomed states that he will perform test but requested the case to be closed without further troubleshooting from philips side. The rse informed the biomed to contact philips if additional assistance is needed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.